Event description:
Customer alleged the bed had been elevated by the nursing staff. The head of the bed dropped and hit the wall. The pt in the bed had hit their head on the wall or the headborad of the bed. The pt complained about left shoulder and neck pain. Medication was given as treatment.